Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and a motor error alarm during priming. Blood glucose level at the time of the incident was 51 mg/dl, which was treated with food. Review of the alarm history showed that three motor error alarms had occurred within the last 30 days. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a broken belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners and a missing end cap sticker.